Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. She tested on the subject meter and observed a value of ¿23.2 mmol/l¿ and within 10 minutes she tested on another meter (ultramini) and observed a reading of ¿15.4 mmol/l (after intervention).¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient manages her diabetes with humalog insulin based on a sliding scale and reported that immediately after testing on the subject meter she increased her humalog insulin based on the meter result (dose unknown). She then tested on the other meter shortly afterwards. Approximately 30 minutes later, she claimed she developed symptoms of ¿dizziness, dry mouth and a low blood glucose feeling¿ and self treated by drinking orange juice at an unknown time that same day. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs criteria for accuracy.

Manufacturer narrative:
Follow-up # 1 ¿ (02/28/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.